Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 404 mg/dl, at the time of incidence. Customer was treated with bolus for high blood glucose. Customer did not allege that the insulin pump was under delivering. Customer mentioned they had change the set. Customer was okay to troubleshoot. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will not be returned for analysis.